Event description:
Received info stating customer's pump unexpectedly reset during basal delivery. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device eval report has been completed and the customer complaint was confirmed.